Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant devices: terumo radifocus 0.035inch x 260cm, sheathless pv 6f 55cm, goodman oky connector.

Event description:
As reported by the affiliate, there was extreme resistance/friction felt while inserting the smart control into the sheathless pv 6f 55cm guidecatheter (gc) at the distal portion of the sds. The product was returned for evaluation and preliminary analysis states that the stent was slightly protruding from the shaft of the device. Information received states that the product was considered to be protruded during the procedure although it was not indicated by the physician at the time of the procedure. The patient was a (B)(6) male. The target lesion was the right external iliac artery. It is unknown if the lesion was a de novo, but was slightly calcified and heavily tortuous. There was 90% stenosis. A contralateral retrograde approach was made from the left superficial femoral artery with a gc (sheathless pv 6f 55cm), and the lesion was crossed with a guidewire. A smart control (7.0/80mm 120cm) stent was advanced into the patient through the gc without pre-dilation. However, there was extremely resistance/friction felt while inserting the smart control into the gc. The physician stopped inserting the smart control to avoid being stuck with gc. The physician tried to insert the smart control again by changing the angle of the gc, but the smart control became caught again inside the sheath. Therefore, the physician stopped using the smart control, and a different stent (epic7.0/80mm) was used. There was no resistance reported during its insertion into the same gc. The procedure was finished successfully without any issues. There was no patient's injury reported.

Manufacturer narrative:
As reported by the affiliate extreme resistance/friction was felt at the distal portion of the smart control sds while inserting the sds into the sheathless pv 6f 55cm guide catheter (gc). The product was returned for evaluation and preliminary analysis states that the stent was slightly protruding from the shaft of the device. Information received states that the product was considered to have been protruding during the procedure although it was not indicated by the physician at the time of the procedure. The patient was a (B)(6) male. The target lesion was the right external iliac artery. It is unknown if the lesion was a de novo, but was slightly calcified and heavily tortuous with a 90% stenosis. A contralateral retrograde approach was made from the left superficial femoral artery with a gc (sheathless pv 6f 55cm), and the lesion was crossed with a guidewire. A smart control (7.0/80mm 120cm) stent was advanced into the patient through the gc without pre-dilation. However, there was extreme resistance/friction was noted. The physician removed the sds and tried to reinsert it again by changing the angle of the gc, but the smart control became caught again inside the sheath. Therefore, the physician removed the smart control, and a different sds was used. There was no resistance reported during its insertion into the same gc. The procedure was finished successfully without any issues. There was no patient injury reported. One non-sterile smart control, iliac 7x80ml was received coiled inside a plastic bag. The stent was received partially deployed (3mm). Locking was not received. No other damages could be observed. The outer diameter (od) of the outer sheath was measured in different distances and found within specification parameter. Functional test (deployment process) was performed and no anomalies were found, also locking pin red (lab sample) was inserted and positioned correctly and the unit could not be deployed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported ¿partial deployment¿ was confirmed. The exact cause of the reported failure could not be conclusively determined; however, it is likely procedural factors could contribute to the experienced failure. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failure reported ¿sds - resistance/friction-outer sheath¿ by the customer was not confirmed since no anomalies were found during dimensional analysis. The cause of the failure could not be conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent exposure while the locking pin is still in. In this case, it is possible that the difficulty experienced by the customer was related to vessel characteristics and procedural factors.